Manufacturer narrative:
Incident was reported by the patient husband on (B)(6) 2018. No information provided on the device reference or lot number involved in the event. Which prevent from reviewing the device history records and traceability . Investigation is in progress to know how is the device involved in this issue. Conclusion is not yet available. Device remains implanted.

Event description:
Mobi-c p&f us : possible allergic reaction. The complaint was reported by patient's husband. From information received, the patient had a 2 level disc replacement (c5-c6 and c6-c7) on (B)(6) 2018. "She has had a number of complications (including 4 emergency room visits and two 3 days stay in the hospital). The diagnosis recently made is that she is allergic to the discs. Infections were ruled out. As a result she has swelling in the back of her neck and throat that is causing pain. She also has ringing in her ears since the surgery. The discs do allow her to move her neck as was intended." No information provided on the device reference or lot number involved in this issue. Additional information was requested to reporter on patient condition. Investigation is in progress to know how is the device involved in this issue.

Event description:
Mobi-c p&f us : possible allergic reaction. The complaint was reported by patient's husband. From information received, the patient had a 2 level disc replacement (c5-c6 and c6-c7) on (B)(6) 2018. : she has had a number of complications (including 4 emergency room visits and two 3 days stay in the hospital). The diagnosis recently made is that she is allergic to the discs. Infections were ruled out. As a result she has swelling in the back of her neck and throat that is causing pain. She also has ringing in her ears since the surgery. The discs do allow her to move her neck as was intended. No information provided on the device reference or lot number involved in this issue. Additional information was requested to reporter on patient condition. Although severals attempts were made no additional information on the event or the device reference was provided .

Manufacturer narrative:
After multiple attempts, no information from the patient or patient's husband about the implant (item, reference, lot number), surgery (surgeon and hospital name or contact) or patient¿s health status could be obtained. Without the surgeon's or hospital's name, no information concerning the implants could be obtained. Therefore, no additional information, such as the surgeon¿s or hospital¿s name, email or phone number or the sales order, other than from the patient or the patient¿s husband, was obtained. The only available information is from the original email containing the patient's husband complaint. The products were not returned to the manufacturer. Indeed, according to the available description the implants are still implanted on the patient, at least, no date of revision is known at the moment. Therefore, no visual examination could be performed. The review of the device history records and traceability could not be performed as no information concerning the implants (item, lot number, reference) was reported. According to the available information, the root cause of this event can not be identified. Given the limited amount of information received, the investigation found no evidence to indicate a device issue. The root cause is not determined. If any additional information was received that may help to drawn a conclusion for this investigation, this case will be re-opened and re-evaluated.